Event description:
A pump malfunction was reported by the caller, resulting in the display of a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level, with no readings exceeding 500 mg/dl. The technical support team took action by sending a replacement pump with updated software and instructing the caller on how to handle the old pump, including putting it in storage mode before returning it. The customer acknowledged all instructions, including steps for receiving the replacement pump and using return packaging, while opting for mail delivery without a signature requirement.